Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose in the 30 mg/dl range at the time of the incident. The customer stated the low was caused by their sensors not working. The customer was at 141 mg/dl at the time of the call. The customer was given glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was having issues with the needle hub sticking in the serter. The insulin pump will not be returned for analysis. The infusion set and reservoir will not be returning.